Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive when attempting a bolus delivery. Customer's blood glucose was 306 mg/dl. The customer also stated they may have dropped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. Corrosion was also noted on the battery tube. The following cosmetic damage was noted: minor scratches on the lcd window, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.